Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 98% stenotic lesion was located in the mildly tortuous and moderately calcified mid to distal left circumflex artery. The physician predilated the lesion with a 1.5x10mm non-bcs balloon at 14atms. Then the physician attempted to advance a 2.25x28mm promus element stent to the lesion, but encountered resistance crossing the lesion and observed that the stent struts were damaged and the catheter shaft was bent. The physician dilated the lesion again with a 2.0x12mm non-bsc balloon and attempted to cross the lesion with another 2.25x28mm promus element stent and a 2.5x26mm non-bsc stent but was unable to cross despite repeat balloon dilations and the use of a buddy wire. The procedure was completed with poba. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 98% stenotic lesion was located in the mildly tortuous and moderately calcified mid to distal left circumflex artery. The physician predilated the lesion with a 1.5x10mm non-bcs balloon at 14atms. Then the physician attempted to advance a 2.25x28mm promus element stent to the lesion, but encountered resistance crossing the lesion and observed that the stent struts were damaged and the catheter shaft was bent. The physician dilated the lesion again with a 2.0x12mm non-bsc balloon and attempted to cross the lesion with another 2.25x28mm promus element stent and a 2.5x26mm non-bsc stent but was unable to cross despite repeat balloon dilations and the use of a buddy wire. The procedure was completed with poba. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluation: a visual and microscopic examination identified proximal stent damage. The proximal side of the stent was damaged and bunched up. It was noted that the stent had been moved distally over the balloon. The stent is now 19mm in length. A visual and microscopic examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the tip and balloon sections of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).